Event description:
During an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter, the patient experienced bradycardia. Initially no treatment was reported, but information received indicated that the bradycardia may be severe, as the patient would have been in a cardiac arrest state without the backup pacing for a while. Additionally, it was reported that a pacemaker was implanted after the procedure because the sinus rate decreased compared to admission to the hospital. Initially, a transseptal puncture was performed with a radiofrequency needle. After the smart touch sf catheter was inserted into the patient's body and after several ablations were performed, an error 106 occurred. The cable was replaced but the issue continued. This issue was resolved by replacing the catheter with another new one. During the atrial fibrillation procedure, ablation was performed at a low position on the interatrial septum of the right atrium. Dc was performed. Sinus rhythm did not return, so it was handled by pacing. After a waiting period, sinus rhythm recovered. According to the physician, carto 3 was not involved, and the effect of medication is considered the likely cause. The patient recovered during the procedure. The physician assessment of the health problem was non-serious (moderate/minor). The physician believes bradycardia was caused by excessive medication and not by the ablation. The physician waited for a while and the sinus rhythm recovered during the procedure. No prolongation of hospitalization occurred. The cf (contact force) monitoring method was vector. The coloring setting of visitag was tag index. No abnormalities observed prior/during use of the product. No laboratory tests and results noted. The energy source used when the adverse event occurred was rf (radiofrequency). The sheath and the catheters were exchanged one time. The force sensing ablation catheter used was smarttouch sf. Additional received information indicated that the bradycardia may be severe, as the patient would have been in a cardiac arrest state without the backup pacing for a while. Additionally, it was reported that a pacemaker was implanted after the procedure because the sinus rate decreased compared to admission to the hospital. According to the physician¿s opinion: ¿we were ablating an area away from the sinus node, so we did not directly ablate the sinus node. However, it is possible that the course of the vessels supplying the sinus node was different from the usual anatomy." The patient did not require CPR. The physician¿s opinion on the cause of this adverse event was that it is possible that the blood vessels supplying blood to the sinus node may have had a different anatomical pattern than normal and ablated the sites or the cause might be due to medication. The act (activated clotting time) during procedure was 300 seconds. One time sheath and the catheter exchange was noted. One transseptal puncture site was performed during the procedure. The number of performed ablations was 47 ablations with rf energy. 29 ablations were performed within the pulmonary veins (23 for anterior side of the right pulmonary vein in the left atrium, 6 for posterior side of the left pulmonary vein in the left atrium). 18 ablations were performed outside the pulmonary veins (14 for septal side of the ra, 4 for cavotricuspid isthmus, aka cti). The force sensing ablation catheter used was smarttouch sf. The force visualization features used was vector. The visitag module parameters for stability used were tag index: 400 (la & ra), 500 (cti), fot (force over time): 25%3g, and tag size: 2mm. No additional filter was used with the visitag. The exact heart rate was unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-dec-2025, the product investigation was completed as the complaint device was not returned for analysis. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. Mre review: a manufacturing record evaluation was performed for the finished device lot number 31704557l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).